Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the behind the screen was moisture and makes it foggy and hard to read. Customer stated that the changing batteries were more frequently and insulin pump had a failed battery test with brand new batteries. Customer stated that the insulin pump had an unexplained no delivery alarm many times. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.